Event description:
According to info provided by the surgeon's nurse, this valve was explanted along with a sjm aortic valve (23ahpj-505, 2648612-200100274) due to endocarditis. It was reported the pt's right ventricle failed and the pt expired in the or. This valve was a replacement for a sjm mitral valve (33mj-501, 2648612-200100136). Additional info has been requested.